Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited premature discharge of battery. On (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition during and post operation.